Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient's infusion tubing had separated from the headset connection during the night. The patient experienced an elevated blood glucose level. No adverse event was reported. The infusion set requested to be returned for product evaluation.